Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: a review of the black box indicated the user suspended the pump after a loss of prime warning the pump was programmed and run for 24 hours with no recorded suspends. All keypad buttons were responsive to user input with no stuck or hypersensitive keys. The pump automatically locked when entering sleep mode. The suspend could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.